Event description:
Further information confirmed the device had been intentionally deactivated because the patient was in hospice care. The patient had died several days after the report that the device was deactivated.

Manufacturer narrative:
The device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that the latitude home monitoring system detected that the ventricular tachycardia monitor plus therapy mode was turned off for an unknown reason. To date, no adverse patient effects were reported with this clinical observation.